Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) defibrillation lead exhibited some shock channel noise. Additionally, the patient received inappropriate shocks in the past for a supraventricular tachycardia. All rv lead diagnostic measurements were reportedly normal at that time. Subsequently, when this patient's device was replaced, laboratory inspection found that a seal ring component from this chronic rv lead remained inside of the device's rv lead header port. This rv lead remains in service, with no adverse patient effects reported as a result of these observations. Of note, the implanting physician did not recall anything unusual about the patient's device replacement procedure that may have caused or contributed to the rv lead seal ring separating from the lead body.

Manufacturer narrative:
The patient was brought back in clinic for a thorough evaluation of the system. No noise or out-of-range measurements were observed, and the rv lead was determined to be functioning normally. The physician deemed that no further increase in follow up or surgical intervention was required. Current records suggest that this rv lead remains implanted and in service. This event will be updated if any additional information becomes available.